Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not give an upstream occlusion if the blue slide clamp was not open. There was a pediatric patient involved and there was no known patient injury or medical intervention associated but it did delay the patients release by one day due to lack of therapy . No additional information is available.